Manufacturer narrative:
The ge service rep conducted an onsite investigation. The kv was adjusted back into tolerance. The system was tested and operates as intended. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported a physicist discrepancy, the kv was out of tolerance. No pt injury was reported.